Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Device software download did not restore the device. Subsequent attempts to interrogate the device were not successful. The device was explanted and replaced. The patient was fine after the procedure.